Event description:
It was noted that the was device scraped off. A 180 x 25cm fathom-16 was selected for use. Upon preparation, it was noted that the torque device was faulty and damaged the wire. It seemed to scrape off the top layer of the guidewire. A new guidewire was obtained, and the procedure was completed as usual. There were no changes on the patient condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The guidewire does not have visual defects. Dimensional inspection of the wire that could be measured were performed and were within specifications. The device was soaked in saline solution in order to activate the coating at distal section. When the coating was activated no issues were identified in the distal tip coating. Microscopic inspection was performed and observed that the guidewire does not have visual defects.

Event description:
It was noted that the was device scraped off. A 180 x 25cm fathom-16 was selected for use. Upon preparation, it was noted that the torque device was faulty and damaged the wire. It seemed to scrape off the top layer of the guidewire. A new guidewire was obtained, and the procedure was completed as usual. There were no changes on the patient condition post procedure.